Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported unknown number of wafers from estimated 2 market units that had an off-centered starter hole. She used these affected wafers anyway and experienced a decrease in wear time as a result. Her normal wear time was 3 days and with this, she often had to change multiple times per day. No photo is available at this time.